Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that a patient underwent a spinal surgical procedure that involved implantation of rods and screws. One rod reportedly was discovered to have "failed" approximately one year post-op. The rod was reportedly replaced.